Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on (B)(6) 2009. On (B)(6), 2009, the patient experienced a high zinc level and a low copper level. On (B)(6) 2009, the patient was advised to quit poligrip and to see a neurologist. On (B)(6) 2009, the patient was scheduled to see a hematologist on (B)(6) 2009. On (B)(6) 2009, the patient experienced a normal copper level, high zinc and ferritin levels, and a low iron saturation level. At the time of this report, the copper level was normal and the zinc level was still high; the outcome of the ferritin and iron saturation levels were unknown. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2008, the patient called and was very upset and crying. The patient's legs were still tingling with an "electrical sensation" and the right leg was numb from the foot to knee and the left leg was starting to become numb. On (B)(6) 2008, the patient complained of pain in feet and legs. On (B)(6) 2008, the patient reported being told that she had diabetic neuropathy (history of uncontrolled diabetes mellitus) and requested neurontin. On (B)(6) 2009, the patient was noted to have a history of anemia, neuropathy, and diabetes. The patient developed cytopenia over a year ago and required multiple transfusions and eventuated in having a bone marrow biopsy which showed no clear-cut diagnosis. The patient was given intravenous iron and worked up extensively for gastrointestinal (gi) bleeding and nothing was found. Her cytopenia was severe and she was profoundly neutropenic, but eventually this started to resolve. The patient had profound neuropathy with such significant problems that she could not get up and walk and she was in a wheelchair. The patient has not had a transfusion in several months. She was on neurontin for neuropathy and had extensive neurologic workup, which included: magnetic resonance imagings (mris) for radiculopathy (nondiagnostic) and electromyograms (emgs) which were consistent with peripheral neuropathy of diabetes. The patient's symptoms included muscle weakness, joint pain, nervousness, sleeplessness, depression, gait, and sensation problems, memory loss, and limited function due to her neuropathy. The patient was not using her dentures due to the question of whether the adhesive cream caused her low copper and elevated zinc levels. The patient was in a wheelchair and unable to get up on the examining table. Her hematologic problems had resolved. Her neuropathy was very concerning to the physician and it was not clear if it was diabetic or not. The patient's heavy metal screen was unremarkable with only minimal elevation of zinc (level 1.52 and normal 0.66 to 1.10 mcg/ml). The patient later reported over the phone she was doing better.